Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. An event of a leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the procedure, after inserting the volt catheter into the sheath, air was consistently withdrawn into the syringe during aspiration. The catheter was removed from the sheath and aspiration was performed again which was normal. The catheter was reinserted into the sheath and upon aspiration, a large amount of air was again withdrawn. Multiple attempts were made with the catheter in place but the issue persisted. It was thought there was an issue with the valve. The sheath was replaced and the issue was resolved. The procedure was completed with no adverse patient consequences.